Event description:
I have been noticing intermittent erroneous blood sugar readings with the bayer contour next 2.4 meter. The readings have been up to 100 points higher/lower than known accurate meters. Emi/rf interference or other quality issues that may be contributing to the erroneous readings. I received a replacement meter from bayer that failed their control tests and reported inaccurate readings all of the time, so I am also concerned of quality issues during manufacturing.